Event description:
It was reported that during a right iliac angioplasty treatment procedure, the small vessel otw balloon ruptured. According to the customer "during the procedure, the balloon burst inside the patient; removed and used another one." The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.